Event description:
It has been reported to co that during the procedure, the physician felt as if the inner diameter of the device was not within specifications. Further details were not available. The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.